Event description:
This report is being filed after the subsequent review of the following journal article, bagheri, f., et al. (2013). Clinical outcome of ream versus unream intramedullary nailing for femoral shaft fractures. Iranian red crescent medical journal, 15, 432-435. The authors conducted a prospective single centre study of two groups of 17 male patients, mean age 27 years, with acute, traumatic femoral shaft fractures who were treated with antegrade femoral nailing. For unream cases, a synthes device, nine millimeter solid nail was used and synthes device, 11-13 millimeter nail for reamed cases. The authors reported loss of reduction in one patient from the unream group; angulations were acceptable and revision surgery was not needed. One case of superficial infection treated with drainage and antibiotics was successfully treated in the ream group. The authors concluded that unream nailing in traumatic femoral shaft fractures is a safe and effective procedure. This report is for an unknown nine millimeter solid nail. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Bagheri, f., et al. (2013). Clinical outcome of ream versus unream intramedullary nailing for femoral shaft fractures. Iranian red crescent medical journal, 15, 432-435. This report is for an unknown nine millimeter solid intramedullary nail. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.